Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l3 to treat pseudoarthrosis due to compression fracture without posterior wall injury. It was reported that cement extravasation "to the intradiscal occurred" intra-operatively and the physician "stopped the injection of the cement and waited until the hardening of the cement." The final x-ray taken intra-operatively "confirmed that the cement remained in the muscle and the cement was removed immediately." Per the physician, "it was not aware that inferior endplate broke due to poor bone quality when the balloon was inflated, and the cement leakage occurred. Also, the remaining amount of the cement in the bone filler device (bfd) was not checked, and the plunger of the bfd was pushed. As the result, the cement remained in the muscle. The physician commented that the event was caused by carelessness." It was also reported that "the cement viscosity was good." The cement was successfully removed from the muscle and no further complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.